Event description:
Dr reported that an implant failed in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.